Event description:
Pt admitted with recurrence of spasm and diagnosis of failing pump which was made by fluoroscopy observing the non-movement of the pump rotor in the subcutaneous pump. Diagnosis was confirmed by physician consultation with medtronic neuro. Pt was taken to or for revision and replacement of pump.